Event description:
It was reported by the customer that a pyxis medstation es system remote manager failed, causing the refrigerator door to continuously lock and freeze the pockets when a caregiver attempted to remove medications. This incident resulted in a delay to patient care and there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the failure of the remote manager and full height drawer resulted in a delay to access the medication. A field service engineer replaced the latch on the smart remote. Further, replaced the drawer controller and pyxibus interface board on full height drawer 4 main. The system functioned as intended.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 06-dec-2022 to 05-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the failure of the remote manager and full height drawer resulted in a delay access to the medication. A field service engineer replaced the latch on the smart remote. Further, replaced the drawer controller and pyxis bus interface board on full height drawer 4 main. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that a pyxis medstation es system remote manager failed, causing the refrigerator door to continuously lock and freeze the pockets when a caregiver attempted to remove medications. This incident resulted in a delay to patient care and there was no patient harm. There were no adverse events or injuries reported based on this event.